Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys syphilis assay on a cobas 8000 - cobas e 602 module. Initial result: 1.49 coi and interpreted as reactive. 1st repeat result: 1.51 coi and interpreted as reactive. 2nd repeat result: 1.78 coi and interpreted as reactive. The results did not match the patient's clinical diagnosis. The sample was then tested using the treponema pallidum particle agglutination (tppa) test, and the result was non-reactive. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The cobas e 602 module serial number was (B)(6). The provided calibration and qc were within the ranges. The product labeling states: "samples with a cutoff index = 1.00 are considered reactive in the elecsys syphilis assay. All initially reactive samples should be retested in duplicate with the elecsys syphilis assay." The product labeling also states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys syphilis assay performs within specifications. The cause of the event was due to a sample-specific issue. False reactive results may occur as the specificity is less than 100% per the product labeling.